Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate was broken after trivia-trauma. Seven weeks previously a femoral shaft fracture was treated by open reduction with plate osteosynthesis. After a normal course, following the six week control examination with increasing callus formation weight bearing was approved, the crutches were removed. Following a fall on the pedestrian crossing on (B)(6) 2014; the patient suddenly experienced severe pain and cracking in the fracture region. Diagnosis of plate fracture with incomplete callus formation in the right femur. Indication for revision with reosteosynthesis. It was also confirmed that there is a broken plate in one of the xrays per a review of xrays by the medical director. (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the locking compression plate (lcp) is made of stainless steel. The examination of the manufacturing documents and the raw-material inspection sheet showed no deviation in relation to the chemical composition, microstructure, and mechanical properties. The material of the plate is in compliance with standards for implants made of stainless steel. The dimensions of the lcp were checked using a digital sliding caliper and found to be in compliance with the technical drawings. The proximal end of the lcp showed marks of a bending tool. The plate showed partially strong mechanical damages in the form of scratches and deep notches. These mechanical damages were probably caused during explantation. Corrosion marks were observed in the third distal and the first proximal plate hole. The corrosion marks result from a crvice situation and micro-movements between the screw head and the plate. The micro-movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. Conclusion: based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the lcp. The implant could not resist the applied force, which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Manufacturer narrative:
Additional product code for this report includes: hwc. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.